Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2018-01530 pertains to the first resolution 360 clip device and manufacturer report# 3005099803-2018-01531 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a peroral endoscopic myotomy (poem) procedure performed in the esophagus on (B)(6) 2017. According to the complainant, during the procedure, two clips failed to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.